Event description:
It was reported that the device would not turn on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's device eval observed a lock up failure. Physio replaced the therapy pcb, system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.